Manufacturer narrative:
Philips service replaced the mechanical movement control panel and geo module, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that en_mv was high during system startup, indicating a geo module failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.